Event description:
It was reported that the lens was explanted due to hyperopic surprise and posterior lens vaulting. The explanted lens (22.5d 1.25cyl) was replaced with another lens of same model but different diopter (24.0d 1.25cyl). Additional information has been requested but has not been received.

Manufacturer narrative:
The lens was returned to bausch + lomb and is currently under evaluation. A supplemental report will be submitted upon completion of the investigation.